Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was full loss of image.

Manufacturer narrative:
Alleged failure: (B)(6) , asr, plesae eval, turned off during case, (B)(4). [Update - full loss of image, but the duration cannot be confirmed, the same unit used to complete the case after it was turned back on.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be loose or defective power cable used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The manufacturing date is unknown.

Event description:
It was reported that there was full loss of image.